Event description:
Procedure type: CABG. According to the reporter: the customer reports that at the end of the intervention and after closing the venus atrium they noticed a severe hemorragia. The surgeon had to reopen and noticed that the thread was broken. Hemorragia detected with postoperative pericardial drains, 1.3 litre of blood loss with the need for transfusion. One hour of prolongated intervention. No consequences for the patient apart from polytransfusion. No extended stay at the hospital for the patient. The patient has a good overall healthy state.

Manufacturer narrative:
(B)(4).